Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. Product event summary: analysis confirmed customer comment of "oozing batteries," corrosion was found in the battery compartment. The unit passed its functional testing. (B)(4).

Event description:
It was reported that when the patient received their remote monitor the batteries were "oozing" from the back of the remote monitor. The remote monitor was returned. No patient complications have been reported as a result of this event.